Manufacturer narrative:
The user experienced severe hypoglycemia resulting in loss of consciousness and hospitalization while on ilet therapy. Severe hypoglycemia can result in acute neurologic compromise requiring emergency medical intervention and inpatient monitoring and is consistent with the reported hospital admission and treatment with IV dextrose, insulin, and glucagon. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts; a factory reset was identified in the logs. No motor errors were observed, and the ilet was delivering requested insulin and responding appropriately to cgm glucose values. Device data confirm hypoglycemia on the reported event date. The ilet suspended insulin delivery approximately 80 minutes before cgm glucose initially went below range and approximately three hours prior to cgm glucose falling below 54 mg/dl. Based on available information, a device malfunction was not identified. The user also reported a potential cardiac issue identified during hospitalization which may have contributed to the severity of the event. The relationship between the device and the reported hospitalization cannot be definitively established and the event remains cause not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026, it was reported that on (B)(6) 2026, the user experienced hypoglycemia with blood glucose (bg) levels reported as low as 39 mg/dl, resulting in loss of consciousness and hospitalization. The user was admitted on (B)(6) 2026, treated with IV dextrose, exogenous insulin, and glucagon, and discharged (B)(6) 2026. No long-term health effects were reported.